Event description:
The st. Jude medical rep reported that the ICD displayed noise on the ventricular channel. High voltage therapy was delivered as a result of the noise. The decision was made to cap the lead.